Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient was unable to enter MRI mode. Diagnostics indicated two contacts were invalid. Surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.